Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a right knee revision, irrigation and debridement, and removal of components and placement of antibiotic spacers due to pain. The surgeon noted a thickened, grayish synovial tissue and brackish-appearing fluid. The fluid was sent for culture with no result given in the medical records. The tibial tray was subsided and loose at the cement to implant interface. The tibia appeared to be necrotic and the necrotic bone was removed from the area. The femoral component was loose at an unknown interface. All components were removed. Competitor cement was used during the primary operation. Doi: (B)(6) 2014. Dor: (B)(6) 2016; right knee.